Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, implantable tachy lead, (B)(6) 2009; d274trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.